Event description:
It was reported that during the process of catheter placement, burrs were found with the product. Therefore, the product was replaced with another, with which burrs were also found. A third one was intact and the catheter placement was completed. (B)(6) 2022: returned samples showed damaged on one of the two returned introducer sheaths, including damaged tips and improper splitting of the sheath, which poses a risk for damage to the vascular tissue. The complainant reported similar damage occurring on a 2nd sheath; however the returned sheath had the damaged section cut off. This report addresses the second device/sample.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath was confirmed and the cause appeared to associated with the manufacturing process. Two 4.5 fr introducer sheaths were returned for investigation. Both sheaths exhibited evidence of use. The tip of one sheath had been cut off and the sheath had not been split. Whether the sheath tip was damaged could not be verified since the tip was not returned for investigation. The other sheath had been split and a portion of the edge at the distal tip of the sheath was crumpled and deformed, which is consistent with damage that occurs during the insertion process. A 3mm longitudinal split was observed at the sheath tip. A microscopic examination of the split revealed that the edges of the split were straight. The split most likely existed prior to use and may have affected the insertion process. Bd is working closely with manufacturing to prevent the reported issue. A lot history review (lhr) of redy1093 showed four other similar product complaint(s) from this lot number.